Event description:
Event description guidant received information that during an attempted implant of a cardiac resynchronization therapy defibrillator (crt-d) this easytrak heavyweight guidewire broke with a portion of the wire needing to be removed with a lasso. Eventually all of the guidewire was successfully removed. The crt-d implant was abandoned as the physician elected to implant a guidant ICD. The guidewire was returned to guidant for analysis.